Manufacturer narrative:
The device, used in treatment, was returned for evaluation a visual inspection of the returned evos sm 2.5mm fixed handle linear hex dr confirms the device is broken on the end. The broken piece was not returned with the device. The device also shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a procedure the evos sm 2.5mm fixed handle linear hex dr broke off into the evos 2.5mm locking drill guide. The two point to point rdce frcps w/ pts brd are bent. All pieces were retrieved from the patient. Procedure was finished with a s&n back up device, without surgical delay reported. No further complications were reported.

Manufacturer narrative:
Reference number: case (B)(4).

Event description:
It was reported that, during a procedure the evos sm 2.5mm fixed handle linear hex dr broke off into the evos 2.5mm locking drill guide. It is unknown how the procedure was finished, however; there was no surgical delay reported. No further complications were reported.